Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a weak 7 segment led on the device. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for snwas performed from date of manufacture 07/29/2019 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a weak 7 segment led on the device. There was no patient involvement.